Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose that day was 461 mg/dl with excess urination, extreme drowsiness, extreme thirst, nausea, vomiting, and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump was not priming the tubing during the prime step, although the status screen indicated priming was occurring. This complaint is being reported because the health event was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2016 with the following findings: there were "pump not primed" warnings observed at the end of the black box; the force readings were zero. Insulin delivery was not resumed following the loss of prime. The daily insulin delivery totals correctly reflect the user's programmed basal rates. Rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of primes occurring. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).